Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the ins quit working a couple of months ago. The patient clarified that the ins wouldn't charge. They were gaining weight and had an additional pain since a couple of months ago as well. No further complications reported.